Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, reported event could be confirmed. Indeed, several errors 49 could be observed. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory for analysis. However, suspected defective power board was sent back as a spare part to be investigated. Upon reception, the subject part was submitted to a visual inspection. The subject power board was found reworked. Some components showed evidence of touch-up, and the ""q13 boost regulator"" appeared to be shorted. Then, cross-testing of the spare part was performed using a agilia sp test bench. Maintenance test 21 was done. Backup capacitor charge and its booster voltage were found below the required value. As well, the capacitor was charging no more than 0.65 volts, the 5v booster voltage was stagnant. In addition, the unit triggered error 49 after 10 seconds of testing. Based on available information, the root cause of the reported issue is linked to a defective power board. However, observed defect are linked to the rework made on the part. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "error ID 49 : supercapacitor and 5 v safety booster voltage error. Fault diagnosed in a faulty power source board. Power source board replaced with a new one. Quality control performed after repair, device is functional and safe." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.